Manufacturer narrative:
(B)(4)

Event description:
It was reported "when the patient's condition improved, the catheter was removed. It was found that the removal was difficult. Finally, when it was removed, it was found that the balloon was damaged, and there were thrombi in both the lumen and the balloon, and the color was relatively old". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported "when the patient's condition improved, the catheter was removed. It was found that the removal was difficult. Finally, when it was removed, it was found that the balloon was damaged, and there were thrombi in both the lumen and the balloon, and the color was relatively old". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint that "there were thrombi in both the lumen and the balloon" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date; a full investigation of the sample will be completed.